Event description:
New information received notes that the lead was explanted and replaced. The patient's condition was stable before, during and after the procedure.

Manufacturer narrative:
External insulation abrasion due to friction to the device can was noted breaching the optim sheath only at 8.2 - 8.6 cm from the connector pin. Internal insulation abrasion was noted breaching the ring electrode cable lumen under the right ventricular shock coil at 6.8 - 6.9 cm from the distal tip. The etfe cable coating of one ring electrode cable and inner coil lumen was abraded in this location. This is consistent with the observation from the field of noise.

Event description:
New information received notes that the patient experienced severe pain due to multiple inappropriate shocks because of noise oversensing on the lead. Programming change was made. It was mentioned that the patient was transferred to another hospital for lead replacement. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, non-sustained rv oversensing due to right ventricular (rv) lead noise oversensing was observed. The noise was not reproducible during the last in clinic check. Programming changes were suggested. Lead revision was considered. No patient symptoms were reported.